Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a video evaluation of one device. A visual inspection of the returned video noted: that during a surgical procedure the surgeon was inserting and removing the guidewire into the catheter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the guide wire was not passing through the catheter lumen due to blockage. It was stated that the patients internal jugular vein was already accessed with the guide wire to insert the catheter, but due to the lumen blockage, they had to re-access the ijv again. Povidone iodine was the cleaning agent used. There was no reported patient injury.